Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a pump a vs. B volume error alarm during drain 3 of 5 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: one complaint product sample was received from the customer without original package or label identified. During the disinfection of the complaint product sample, a leak was found on the cassette film of the sample. During the visual inspection with the microscope a cut was observed in the cassette film of the sample. This kind of damage could have the following causes: pump door is sharp per closes unexpectedly during set up, stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump, finishing problem due to a sharp point created or cassette damaged mechanically, and shipping or transportation damages the product. The reported event was confirmed during sample evaluation. A device history review (DHR) was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The event was confirmed based on the sample evaluation; however, a cause could not be established. The returned sample was scrapped after evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a pump a vs. B volume error alarm during drain 3 of 5 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a pump a vs. B volume error alarm during drain 3 of 5 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.